Manufacturer narrative:
Add'l info was rec'd on (B)(4) 2011 in the form of qa results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pyrexia [pyrexia], knee joint fluid retention [joint effusion], strong pain in knees [arthralgia], pain during injection in right knee [injection site pain]. Case description: spontaneous report was rec'd on (B)(6) 2011 from an hcp regarding a (B)(6) male, who experienced joint swelling and joint effusion after starting synvisc. The pt's medical history is significant for gonarthrosis. On (B)(6) 2011, the pt rec'd his first injections of synvisc into both knees. On (B)(6) 2011, fluid retention developed only in left knee. On (B)(6) 2011, the pt rec'd his second injections of synvisc into both knees. On (B)(6) 2011, the pt rec'd his third and final injections of synvisc into both knees. In 2011, swelling developed and 60cc of joint fluid was aspired from both knees. On (B)(6) 2011, the pt was hospitalized for his symptoms (discharge summary not provided). As of (B)(6) 2011, the pt had not yet recovered from his symptoms. Corrective treatment included the following: dexamethasone sodium phosphate, (B)(6) 2011 - (B)(6) 2011, 0.5ml, qd; lidocaine, (B)(6) 2011 -(B)(6) 2011, 1.0ml, qd. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered. Add'l info was rec'd on (B)(6) 2011 from the hcp. The hcp updated the pt medical history to include knee effusion, knee joint fluid aspiration, previous treatment with dexamethasone sodium phosphate and previous treatment with sodium hyaluronate (dates not provided). The hcp reported that joint swelling should be deleted from the list of adverse events as the pt instead experienced knee joint effusion. The hcp reported that the pt experienced pain during the second injection into his right knee ((B)(6) 2011). The hcp updated the date of the pt's third and final pair of injections into both knees to be (B)(6) 2011, and not (B)(6) 2011 as was previously reported. On (B)(6) 2011, the pt visited the hospital complaining of strong pain and fluid retention in both knees. Knee joint puncture was performed and approx 55cc of yellow fluid was aspired from the left knee. The pt's pain improved and he was sent home ((B)(6) 2011). On (B)(6) 2011, the pt again visited the hospital complaining of strong pain and fluid retention in both knees. He returned home having rec'd no treatment because the hcp expected the benefits of the previous day's joint aspiration and steroid administration (not specified further) to take effect. On (B)(6) 2011, the pt's bilateral knee pain had not improved and he had approx 90cc of yellow joint fluid aspired from both knees. On (B)(6) 2011, the pt visited another hospital due to pyrexia. On (B)(6) 2011, the pt was admitted to the hospital to receive further examination and treatment. Add'l corrective treatment included the following: diclofenac sodium, (B)(6) 2011 - unk, 2 capsules, 2xq24hr, pain; lansoprazole, (B)(6) 2011 - unk, qd, gastric mucosal protection. Concomitant therapy included the following: betotastine besilate, (B)(6) 2011 - unk, 1 tablet, rhinitis. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.